Manufacturer narrative:
Patient's identifier, age, sex and weight were not provided. When the requested information becomes available, a supplementary report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.